Event description:
Info received indicates the bed is drifting into trendelenburg overnight.

Manufacturer narrative:
The tech found the head hi/low function of the bed is drifting down and isolated the issue to the head down valve. He replaced the head down valve to repair the bed. The tech checked the operation of the bed and found it functioning properly.